Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined the malfunction was caused by the connection issue. A field service engineer powered down and reset all connections for all drawers and external cabinets. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported when using the pyxis medstation es system that it had a drawer failure. The customer reported issue occurred when dispensing medication and there was no delay in dispensing medication. There were no adverse events or injuries reported based on this incident.